Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain, which warranted hospitalization and antibiotic therapy. The etiology of the peritonitis is unknown; therefore, causality cannot be fully established. However, per the pdrn, the events were unrelated to pd therapy and/or the utilization of any fresenius product(s) and/or device(s). In up to 20% of peritonitis cases no offending organism is identified. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the serious adverse events experienced by the patient. Esrd patients undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis and was taking antibiotics for over a week. Follow-up with the patient¿s primary peritoneal dialysis registered nurse (pdrn) revealed the patient presented to the emergency room (ER) on (B)(6) 2020 with abdominal pain. A peritoneal effluent fluid culture and cell count (wbc = 575 u/l, neutrophils = 35%) was obtained, and the patient was started on intraperitoneal (ip) vancomycin 2.0 grams every other day x 21 days and gentamycin 100 mgs daily x 14 days. The pdrn reported the patient continued to undergo continuous cycling peritoneal dialysis (ccpd) while hospitalized without issue. The patient¿s abdominal pain resolved, and the patient was discharged home on (B)(6) 2020 in stable condition. On (B)(6) 2020, the peritoneal effluent fluid culture results were received by the outpatient home dialysis clinic and was negative for growth. As a result, the patient was ordered to continue and complete the hospital prescribed ip antibiotics. The pdrn stated the etiology of the peritonitis is unknown. An assessment of the patient¿s technique and a home evaluation were performed, and no deficits were noted. Per the pdrn, there is no concern any fresenius product(s), drug(s) and/or device(s) caused or contributed to the events. The patient is recovering and continues to undergo ccpd therapy utilizing the same liberty select cycler as before the events.